Event description:
It was reported that the customer experienced high bg levels (324 mg/dl). The customer also reports pain and bleeding at the infusion site. During troubleshooting the pump appeared to be functioning as expected.

Manufacturer narrative:
The device has not been returned for evaluation. Should new information become available a supplemental report will be submitted.